Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: review of the black box data revealed no activity outside of normal usage. A battery was not returned with the pump for investigation. On investigation, the pump did not demonstrate issues of overheating and no alarms or warnings occurred. The electrical current of the pump was evaluated and found to be within the required specifications. The pump was opened for investigation and did not reveal any evidence of damage or defect of the power circuit. Investigation did not duplicate the allegation of a temperature issue and the pump was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump became very hot and the patient noted a red mark ¿like the beginning of a burn¿ on the skin as a result. The patient reportedly removed the pump immediately. This reported event does not meet animas¿ criteria of a reportable adverse event. This complaint is being reported because the alleged pump temperature issue remained unresolved with troubleshooting.